Event description:
Complainant alleged that while attempting to treat a pt in a cardiac arrest, the electrode pads were found to be stuck to a third package of electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.